Event description:
It was reported that the patient presented to the intensive care unit with a severe headache and paralysis to the left side of his body. On (B)(6) 2017, patient was diagnosed with sepsis and was transferred to critical care unit. Treatment was not reported. The device remained implanted and the patient was discharged home on (B)(6) 2017. The patient condition was okay.